Manufacturer narrative:
The technician found the siderail latch would not engage when raised. The siderail was replaced to repair the bed.

Event description:
Info received indicates, the left siderail will not latch.